Manufacturer narrative:
Device passed the self test, active current measurement, sleep current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. No failed battery test alerts noted when inserting a new battery or during testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. No cosmetic damage noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was non responsive to brand new battery. Customer stated that insulin pump had diminished battery life and random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.